Event description:
It was reported that this pacemaker exhibited a suspected interference in its minute ventilation (mv) sensor, with pacing delivered at its maximum sensing rate of 120 beats per minute (bpm). Technical services (ts) was consulted and reviewed stored data. Ts discussed possible sources for mv interference as well as programming options. Ts recommended further in clinic examination. This device remains in service. No adverse patient effects were reported. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation determined that the minute ventilation (mv) sensor in ingenio devices has the potential to increase the pacing rate to the maximum sensor rate more quickly than expected. It is suspected this may have occurred in this case.

Manufacturer narrative:
Investigation determined that the minute ventilation (mv) sensor in ingenio devices has the potential to increase the pacing rate to the maximum sensor rate more quickly than expected. As a result, a software update was released in 2013 that reduced the minimum mv response factor settings and re-distributed the remaining mv response factors to provide a consistent change in sensor rate across the range of mv response factors. This corrective action is expected to reduce, but not eliminate the occurrence of this behavior.